Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the lead was extracted and not capped. Moreover, the initial reason for the extraction was high rv threshold due to suspected lead fracture. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the the distal end of the lead was not received. The second segment is insulation only. Based on normal lead resistance measurements and inspection which showed no conductor issues. Laboratory analysis indicated that reported allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the lead was extracted and not capped. Moreover, the initial reason for the extraction was high rv threshold due to suspected lead fracture. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.